Event description:
Pt had hemifacial microsomia. Leibinger mandibular distraction device placed to lengthen bone. Device working well, until both wheels became stuck. It is thought that blood got into the wheels. The wheels were replaced.